Event description:
It was reported that a spectrum pump wireless battery module had evidence of scorching on the inside of the unit. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported evidence of scorching. The evaluation paired the device with a known good spectrum pump, which found that the device's wireless connection capabilities are inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, rendering the device irreparable. The device was retired from service.